Manufacturer narrative:
Device received with blank display, problem isolated to electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 24 mmol/l. The customer was also stated that, the insulin pump had blank display screen. The insulin pump will be returned for analysis.